Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An optometrist reported patient with diffuse lamellar keratitis (dlk) at one day lasik post-operative visit. The reporter indicated that the patient's steroid drops were increased and the dlk had resolved by the one week post-operative visit. The report references the right eye. An additional report will be filed for the left eye.